Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked from the non-patient needle on unspecified number of devices no patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked from the non-patient needle on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-mar-2025. Investigation summary: bd received one customer photo and one shelf pack of customer samples for investigation. The customer photo depicts a device with blood leakage in the holder, but the sleeve is not clearly visible in the photo to evaluate recovery. Additionally, 30 customer samples were subjected to functional tests using 10 tubes per needle to assess the functionality of the device. Out of these, two samples failed testing due to sleeve leakage observed from poor sleeve recovery. Furthermore, 30 retained samples underwent functional tests using 10 tubes per needle, and all samples passed, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, these 30 retained samples were subjected to further functional tests for retraction lockout, and all samples passed as they were activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage/sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.